Event description:
Electrode tip fractured during surgery necessitating the retrevial of small piece of ceramic from operative field.

Manufacturer narrative:
Subsequent to filing this MDR, corrective action has been taken to: (1) reduce the thermal build up in the electrode tip, and (2) improve the durability of the ceramic component of the electrode.